Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> event description: it was reported by affiliate via complaint submission tool that meniscal suture surgery was performed in which truespan implant 12 ° reference 228151 lot 6l54653 was used, which fails at the time of implanting the second point, the red trigger remains stuck and the second point does not come out of the applicator and for this reason you miss the point. The device was received and evaluated, on the visual inspection, one of the implants was received in deployed condition which shows that the user deployed the first implant. When performing the functional test, the second implant was able to be deployed without any issues. No structural anomalies were observed on the second implant. The red trigger worked as intended during the test and it was not jammed. According with the functional test result, this complaint cannot be confirmed. Since the device passed the testing, we cannot determine a root cause why the customer experienced the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l54653), and no non-conformances related to the reported complaint condition were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, the truespan 12 degree peek. Meniscal suture surgery was performed in which truespan implant 12 ° reference (B)(4) lot 6l54653 was used, which fails at the time of implanting the second point, the red trigger remains stuck and the second point does not come out of the applicator and for this reason you miss the point. The surgery was completed without complications for the patient, there were more units of the same referral, which helps us to complete the procedure successfully. No surgical delay. The device is available for evaluation.